Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoir per dop114-811. No air bubbles were observed during analysis. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles, no occluded and not leak. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the there were air bubbles spread through out the reservoir. The customer¿s blood glucose level was 329 mg/dl at the time of incident. The customer¿s current blood glucose value was 289 mg/dl. Customer noticed air bubbles when he was changing the set. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Reservoir will be returned for analysis.